Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). Failure analysis and investigation results did not confirm the reported issue. Upon receipt the actual pump involved was visually and functionally inspected. The device passed the self-test, and when an ops syringe was inserted, the pump identified the syringe and it could be selected from the menu. The delivery accuracy of the pump was tested at 5 ml/h and the pump tested in spec. The device history files were also reviewed, and no flow deviation was observed in the history files. The pump operated as intended and the reported failure could not be reproduced. Based on the results of the investigation, no conclusions can be made regarding the cause of the reported event. If additional information becomes available, a follow up report will be submitted.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in switzerland): "signs of awakening during operation"